Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was still excessively alarming no delivery. Customer blood glucose was 186 mg/dl. Previously troubleshooting for excessive no delivery and site occluded was performed. Customer stated they haven't tried all remedies. Customer decided to try a different infusion set. No further information reported.